Manufacturer narrative:
PMA/510(k) # p050017/s006. This file was opened in response to a pcmf study, this file will capture the use of an incorrect sized access sheath. This file is related to (B)(4). Device evaluation: the device evaluation could not be completed as the zfv6-80-6-8.0 device of lot number c2006115 or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for lot number c2006115 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: there is evidence to suggest that the customer did not follow the label. Ifu0058. A 6fr access sheath is recommended for use with this device, as per ifu0058 ¿for arterial access, we recommend the use of an access set that accepts a 6.0 french (2.0mm) introducer catheter¿, from the information in the file, it is known that a 7 french access sheath was used. Image review: an image was not returned for evaluation. Root cause analysis: investigation findings conclude a definitive root cause of user error can be attributed to the use of an incorrect sized access sheath. From the information in the file, it is known that a 7 french access sheath was used in this case. The device IFU states ¿for arterial access, we recommend the use of an access set that accepts a 6.0 french (2.0mm) introducer catheter¿. User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: trending will continue to monitor for similar events. Summary of investigation: this file was opened in response to a pcmf study, this file will capture the use of an incorrect sized access sheath. Confirmed quantity of 01 device used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A definitive root cause for this complaint can be attributed to user error, an incorrect sized access sheath was used. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
This file will capture the use of a 7fr access sheath with the device. Per ifu0058-4 a 6fr access sheath is required.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.